Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure there was an unsuccessful lead implant attempt due to multiple attempts to advance the lead over the competitor guidewire. The lead was not used and a different lead was implanted instead. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.